Event description:
It was reported that the delta monitor switched itself off when defibrillation function of pacemaker lumax 540 dr-t was active. There was no patient injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.